Manufacturer narrative:
Results of investigation: a fracture of the femoral stem neck was reported. No part was returned for investigation. The reported batch number belongs to a metal ball head 28 xxl and therefore does not match the reported failure mode. No review of similar complaints or of the production records could be performed for the reported stem. No medical documentation related to the reported issues was provided for investigation. Based on the available information, no thorough investigation could be performed and the root cause of the reported issue remains undetermined. No further actions have been initiated. If the explants or additional information becomes available in the future this investigation will be reopened.

Event description:
It was reported a fracture of the femoral stem neck. It is unknown the details around the fracture and if there was any intervention to correct it. No additional information was provided.